Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Associated medwatch: 1221934-2016-10126. (B)(4). The lot expiration date is currently unavailable. Awaiting device return.

Event description:
Surgeon inserted the anchors into the patient's shoulder following the recommended surgical technique. Surgeon passes a suture through the tissue to close the tear in the rotator cuff when the suture snaps. He tries again with another suture and this one also breaks. Fraying and thinning of the sutures are observed at random points on the suture length. Out of 6 sutures, 4 break or snap after passing through tissue or when tying the knots, leaving only 2 sutures that hold. This failure delayed the procedure 90 minutes. Additional information was received via email from the affiliate on (B)(6) 2016 expressew was used to pass some sutures through the tissue. When the sutures kept snapping, this was abandoned and other suture passing instruments were used like cleverhook, arthrex scorpion, stryker instruments. The sutures still kept breaking either during or after passing the sutures through the tissue, and once while tying knots. Thinning and fraying was also observed on parts of the suture which were unlikely to have come into contact with any instruments. The two anchors were not removed. The original two bone holes were used to complete the procedure initially only one anchor was planned for the repair (healix advance 4.5mm) but when sutures kept breaking there were insufficient sutures for proper fixation so the second anchor (healix advance 6.5mm) had to be inserted. Sutures from this anchor also exhibited the same problem. Surgeon used whatever was salvageable and had to open free strand sutures (arthrex fiberwire) to repair the tear.

Manufacturer narrative:
Additional narrative: the sutures were received and evaluated. The sutures are broken and frayed, confirming this complaint. This suture is designed to withstand extremely high force and is not easily broken by hand. The probable root cause is using a like device or rubbing suture on any sharp edge while tensioning. A sharp edge would create a stress point in the suture, causing it to fray and break. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of (B)(4) devices that were released to distribution on june 24, 2015. At this point in time no further corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Manufacturer narrative:
The sutures were received and evaluated. The sutures are broken and frayed, confirming this complaint. This suture is designed to withstand extremely high force and is not easily broken by hand. The probable root cause is using a like device or rubbing suture on any sharp edge while tensioning. A sharp edge would create a stress point in the suture, causing it to fray and break. A batch record review for the finished good lot was conducted and our results indicate that this batch of product was processed without incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the mitek complaints system revealed no other complaints for this lot of devices that were released to distribution on october 30, 2015. At this point in time no further corrective action is required and no further action is warranted. However, depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4)